Event description:
The scrubbed staff stated that a raytec had caught fire while the fellow was using the bovie during a coronary artery bypass graft procedure. The physician noticed a burning type smell and observed a small blue-colored flame to the raytec sponge, which was adjacent to the sternal retractor prongs. After inspecting the patient, no abnormalities, burned areas or damage were noted. The surgical procedure was completed once the flame was taken out by sterile water. The bovie never came into contact with the raytec sponge and no spark or arc was noticed with the bovie device. Upon further evaluation of the electrocautery unit no abnormalities were noted. FDA safety report ID# (B)(4).